Manufacturer narrative:
(B)(4) g2 foreign: canada d4: attempts have been made to gather all product identification information and no further information has been provided. Suggested component code: mechanical (g04) - drill. Visual examination of the provided picture identified the bit is broken right where the fluted section starts. As the device was not returned, further evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported items. However, as the lot numbers are unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported while pinning the femoral distal cut block, the pin broke. No pieces fell inside the patient and an extra pin was available to finish the procedure. Attempts to obtain additional information have been made; however, no more is available.